Event description:
It was reported there was no disinfectant in the foley tray package when it was opened.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Sample has been evaluated and observed jelly had been cut open and used. There was no pvi inside the tray. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to operator handling method, operator's negligence, inadequate guideline and malfunction tower light. The possible root cause could be operator handling method, operator's negligence, inadequate guideline and malfunction tower light. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported there was no disinfectant in the foley tray package when it was opened.